Event description:
It was reported to philips that the flexvision screen became complete and the image was not visible. The system was in use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned coronary diagnostic procedure. The procedure was delayed for 5 to 10 minutes but was completed as planned using the emergency monitor on the back of the flexvision screen. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. The system logs were assessed. While troubleshooting, the fse determined that the cause of the issue was a malfunction of the flexvision monitor itself. As part of the troubleshooting process and to resolve the issue, the flexvision pc, the digital visual interface (dvi) parts (adaptor, cables, transmitter, and receiver), and the flexvision monitor were all replaced. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.